Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the identity of the white rubber-like debris in the nozzle and white residue in the air/water tube could not be determined. Regarding the b30 scope communication error code, the most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device evaluation, the repair center technician indicated that the nozzle had white rubber-like debris, the air/water supply had white residue, and b30 scope communication error code were observed. There was no patient involvement.